Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. A correction bolus via the pump was delivered to address bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.